Manufacturer narrative:
Additional information indicates that this event is a duplicate of manufacturer report # 2029214-2020-00792. All further information will be submitted in 2029214-2020-00792. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline failed to open. The device was resheath many time in the attempt to open the braid, however, all attempts failed to open the device. It was reported that the physician tried multiple time to get the distal end to open and finally was able to get it and continued deployment and did not trust the behavior of the mid portion of the device was going to open and after multiple manipulation he decided to pull the medtronic and pipeline out and went with a 4.75 device that worked perfect. The devices were prepared and used per the instruction for use (IFU). A continuous flush used during advancement of the ped. The patient underwent embolization treatment with flow diverter for a right ophthalmic aneurysm with moderate tortuous anatomy. No patient injury occurred as a result of this event.